Event description:
On the evening of 2009, dr. Was called to assist with an on-going surgery. The case was almost complete and a dye was injected to test for patency of the repair. The pt was in lithotomy position; the table was raised high but reportedly was kept flat - no lateral incline -. The anesthesiologist was asked to lower the table. The anesthesiologist - who had the table controls in his hand - was leaning over to check the foley bag for return of dye, commented that the right side of the table was higher than the left. The personnel in the room noted that the table was no longer level but before anyone could do anything, the table crashed to the ground, reportedly falling several inches. Shortly after that, the urologist - who was on the right side of the table - cried out in pain and it was noted that the table was on his foot. Dr. Reportedly described the table moving toward him while it fell and that one of the legs landed on his foot. Dr. Was seen in the ed and was found to have complete nail bed avulsion affecting the dorsum of toes right foot and x-rays revealed multiple fractures of the second and third toes. The pt was unaware of this event and was unharmed. The table was taken and the control functions appeared to be operating normally. It was also noted that there is little space under the base of the table to insert one's foot. Lastly, the table elevates the base no more than 1/2 inch when the legs are fully extended, a height that does not comport with the type of injury sustained. An inspection of the room did not identify other damaged equipment that may have contributed to this event.